Event description:
Pt was undergoing a thoracic endograft procedure for thoracic aneurysm. When the first graft was opened, the guidewire port was found to be crushed. A 2nd graft was opened and used, however, after deployment, a small crack was found in the port of this graft, as well. The graft was checked and rechecked and was found to be working to the satisfaction of both physicians. The MFR was called during the procedure by the surgeon.